Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a lead revision. During the procedure, the set screw became dislodged from the pacemaker. The physician replaced the pacemaker. The patient was in stable condition.